Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate antitachycardia pacing was observed due to noise during a routine defibrillation check. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016.